Event description:
It was reported that patient underwent a procedure utilizing two bipass suture passers and an arthropasser retriever in 2009. One bipass suture passer's internal canal was blocked and the other passer's fixation plate was damaged. The arthropasser retriever's opening system was damaged. During procedure, due to complications reported, a two hour delay in procedure was experienced.

Manufacturer narrative:
Functional evaluation of the returned component found that there appears to be an obstruction preventing the nitinol pusher from loading into the bipass instrument correctly and/or advancing in the instrument due to misuse. It is difficult to determine what the obstruction is.

Event description:
It was reported that patient underwent procedure utilizing two bipass suture passers and an arthropasser retriever in 2009. One bipass suture passer's internal canal was blocked and the other passer's fixation plate was damaged. The arthropasser retriever's opening system was damaged. During procedure, due to complications reported, a two hour delay in procedure was experienced.

Event description:
It was reported that patient underwent procedure utilizing two bipass suture passers and an arthropasser retriever in 2009. One bipass suture passer¿s internal canal was blocked and the other passer¿s fixation plate was damaged. The arthropasser retriever¿s opening system was damaged. During the procedure, due to complications reported, a two hour delay in procedure was experienced.

Manufacturer narrative:
Event description - additional information was received from biomet stating the two bipass suture passers were attempted for use in the same procedure. However, the arthropasser retriever was attempted for use in a different procedure involving another patient. It is unclear which procedure incurred the two hour delay. This report filed september 1, 2009.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.